Manufacturer narrative:
Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. {according to the information received, ¿hip implants used in two separate surgeries that appear to involve johnson & johnson/depuy synthes devices. Both surgeries resulted in complications, pain, and disability, and in both cases the implants lacked proper identification or traceable unique device identifier (UDI) information.¿ product description: - altrx neut 40idx56od product code: - 122140056 lot no:- m51u58 quantity of manufactured-(B)(4) date of manufacturing-28-nov-2023 expiry date-31-oct-2028. A manufacturing record evaluation was performed for the finished device product description: altrx neut 40idx56od product code: 122140056 lot number:m51u58 and no non-conformances were identified, however not related to the reported failure mode of the complaint. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description: - altrx neut 40idx56od product code:- 122140056 lot no:- m51u58 quantity of manufactured-(B)(4) date of manufacturing-28-nov-2023 expiry date-31-oct-2028. Device history review a manufacturing record evaluation was performed for the finished device product description: altrx neut 40idx56od product code: 122140056 lot number:m51u58 and no non-conformances were identified, however not related to the reported failure mode of the complaint. Added: d10 concomitant.

Event description:
Voluntary report received (mw5178318). I am reporting serious harm and product traceability issues involving hip implants used in two separate surgeries that appear to involve johnson & johnson/depuy synthes devices. Both surgeries resulted in complications, pain, and disability, and in both cases the implants lacked proper identification or traceable unique device identifier (UDI) information. First surgery â (B)(6) 2024 ((B)(6) hospital, md): a johnson & johnson/depuy representative named (B)(6) was present in the operating room. The surgeon signed off on the implant even though the implant sheet did not contain specific serial or unique device identifier (UDI) numbers. The implant had no identifiable markings, making it completely untraceable. This violates standard food and drug administration (FDA) and hospital traceability rules. Post-operatively, I experienced pain, instability, and numbness in my leg. When later revision surgery was performed, the implant was found to be at a 36-degree angle, improperly fitted, and fractured, confirming mechanical and quality failure. Second (revision) surgery â (B)(6) 2025 ((B)(6) hospital, (B)(6)): the revision surgeon, dr. (B)(6), documented that the previous implant could not be identified. During this procedure, the surgeon used components from two different manufacturers -- three zimmer biomet components and one johnson & johnson/depuy ball head. Only a johnson & johnson representative named was present, even though zimmer parts were used. An earlier version of the operation's documentation showed "(B)(6) from johnson & johnson assisted with retraction and closure," despite no resident being present. There is no evidence that this rep was properly badged or credentialed. The implant log for this surgery lists "unique device identifier (UDI)/ device identifier: waiting for response," meaning no official device ID or serial information was ever entered into the electronic medical record (emr). The removed implant was discarded without being analyzed, photographed, or sent for manufacturer evaluation, preventing any investigation into potential counterfeit or defective components - perhaps this is because the surgery was not coded as a revision surgery but as t84.011d. Ongoing patient harm: following the revision, I have continued to experience nerve damage, chronic pain, and reduced mobility. Total hip failure. My electromyography (emg) testing confirms post-surgical neuropathy. The repeated lack of unique device identifier (UDI) traceability, incomplete implant logs, and unrecorded vendor presence indicate a systemic failure of device tracking and regulatory compliance. These failures have resulted in ongoing disability and permanent physical harm. Regulatory and compliance concerns: (B)(6) entered or edited documentation long after the surgery -- in some cases months later. Both hospitals ((B)(6)) listed johnson & johnson device entries without valid identifiers. Cross-hospital edits and vendor name discrepancies (e.g., (B)(6)) suggest possible concealment or coordination. Hospital records do not appear to have proper sign-in records for either johnson & johnson representative. Because no valid and confirmed unique device identifier (UDI), lot, or serial numbers exist for either implant, I cannot be automatically notified of any recalls or safety notices. I believe this represents a serious food and drug administration (FDA) device traceability and patient safety failure. Nerve damage present.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.